Event description:
Machine 04879 - error 40 - concentrate type error - pump a. It first alarmed when patient had two hours left of a 4 hour treatment. Acid bath had been changed over to a new bottle. Alarm was cleared. Alarm happened again so the bicart was reprimed, wiggled and jiggled. It alarmed again so a new bicart was placed. Machine in the back was set up and changed over mid treatment. Patient lost approximately 25-30 minutes worth of treatment due to priming bicart and machine changeover. Manufacturer response for hemodialysis units, phoenix (per site reporter): a new a&b conductivity cell was installed along with a used pa pump. Following installation, the system was recalibrated. A successful patient simulation and a complete bleach/rinse cycle were performed with no errors observed. Baxter technical support was contacted to report the patient incident and review the corrective actions taken. Per baxter technical support, the steps performed were appropriate, and the device was cleared to be returned to clinical use. Case (B)(4).